Event description:
It was reported by the aci sale professional that a (B)(6) male patient underwent an interventional peripheral catheterization procedure of the right leg on (B)(6) 2012. The sheath was placed in the left common femoral artery and advanced over the horn, down the right leg. Peri-procedure, the patient was anticoagulated with angiomax and integrilin. Pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size approximately 6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The sheath was exchanged and the mynxgrip vascular closure device 6f/7f was placed in the left groin. The device was deployed per the IFU and the sealant was delivered but hemostasis was not achieved. Manual pressure was held for approximately 20 minutes at which time hemostasis was achieved. Four hours later the patient developed claudication and lost pulses in his right leg. From what the aci sales professional could find out, the patient was sent to the lab several times in an to attempt to recannulate the artery. The patient was admitted to surgery on (B)(6) 2012 for an above the knee amputation of the right leg. The patient was discharged from the hospital on 08/30/12. The patient was reported as "doing well". It was also reported that the patient's right leg was compromised prior to the mynx procedure due to claudication and pvd.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined the review of the lhr (lot f1221205) indicated that the device lot met all established performance criteria prior to shipment.